Manufacturer narrative:
The customer¿s complaint that the device alarmed and then shut off during infusion was confirmed. Review of the pcu event logs confirmed that two battery discharge events (lb3) occurred on the day of the reported event. Prior to the battery discharge events no low battery (lb1) alerts occurred and only one very low battery (lb2) alert occurred. Review of the pcu battery logs confirmed that at the time of the battery discharge alerts the alaris system was operating on battery power, although the user reported that the device was plugged in. Testing concluded that after a 24 hour charge the device alarmed as designed. Review of the pcu battery logs could not confirm any battery conditioning cycles dating back to (B)(6) 2015. During inspection the customer's returned pcu battery was found to have date code 1644 (44th week of 2016), indicating that the battery had at some point been replaced. The battery logs also showed that after the reported event the pcu battery was removed and reinstalled. The root cause of the device shutting off was determined to be a software issue which resulted in overestimation of the battery capacity.

Event description:
The customer reported that the device alarmed for battery failure and immediately shut off. The device was plugged into an electrical outlet at the time. Four channels were connected to the pcu device at the time. One pump with vasopressin was not infusing and another pump was infusing norepinephrine at 4.5 ml/h to maintain patient¿s blood pressure. The two other pumps had an unspecified medication and were not on at the time. The pump displayed the following error message 'battery complete discharge¿ even though plugged into an outlet. There was no patient harm.